Event description:
It was reported that the patient presented with inappropriate shock exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that the patient had experienced discomfort from the inappropriate shock. Programming changes were made. Patient condition was stable.